Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's right atrial (ra) lead and right ventricular (rv) lead exhibited noise and high pacing threshold measurements. The ra lead also exhibited oversensing. Both leads were capped and replaced during a device changeout procedure for normal battery depletion. No additional adverse patient effects were reported.